Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
A poly exchange was performed for infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
A poly exchange was performed for infection.